Manufacturer narrative:
(B)(4). Concomitant medical products: 2.0/1.0 4 hole reg cat# 01-9204 lot# ni. 2.0x7mm ht sd x-dr scr ea cat#: 91-6207 lot#:ni - qty: 8. Report source: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent a segment revision procedure approximately 2 months postimplantation due to 2 fractured plates. The patient¿s yawn had produced a large noise accompanied by intense pain in the region of the left condyle. Both plates were replaced. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: four 3d reformatted images of the left mandibular condyle demonstrate malleable plate and screw fixation devices which appear to be fractured. No tmj dislocation. 3d images were provided. Review of the images confirmed the implant fracture. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.